Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided follow-up data from the 14th of march 2018 was analysed. The available impedance trend curve showed a stable pacing impedance around 680 ohms between september 2017 and january 2018 with a sudden increase to >3000 ohms on the 28th of january 2018. Subsequently the pacing impedance decreased twice to 700 ohms and 1000 ohms, respectively. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation duration of approx. 28 months varying pacing impedances with values >3000 ohms were reported.